Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21ga 1-1/2in was clogged on 2 occasions. The following information was provided by the initial reporter: please be informed about this netherland market complaint (qr#185761) for the following reason: short description: decapeptyl-cr suspension could not be pushed through i.m. Needle. Reason: obstructed syringe/needle. Description: decapeptyl-cr suspension could not be pushed through i.m. Needle. It happened with 2 packs. Classification : minor (can be re-evaluate). Date opened : (B)(6) 2020. Additional information: the reporter indicated the i.m. Needle was used which is the green one. Product concerned: description : needle 21gx1.5 - 0.8x40mm green. Quantity: 120000 pces. Manufacturing date : 02-oct-2019. Expiry date : 30-sep-2024.

Event description:
It was reported that needle 21ga 1-1/2 in was clogged on 2 occasions. The following information was provided by the initial reporter: please be informed about this netherland market complaint: (B)(4) for the following reason: short description: decapeptyl-cr suspension could not be pushed through i.m. Needle. Reason: obstructed syringe / needle. Description: decapeptyl-cr suspension could not be pushed through i.m. Needle. It happened with 2 packs. Classification : minor (can be re-evaluate). Date opened : 20-oct-2020. Additional information: the reporter indicated the i.m. Needle was used which is the green one. Product concerned: description : needle 21gx1.5 - 0.8x40mm green, quantity: 120000 pces, manufacturing date : 02-oct-2019, expiry date : 30-sep-2024.

Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number: 191005 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. However, the picture samples provided did not reveal any needle and therefore, the reported defect could not be identified through the pictures alone. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained needles were assembled with an emerald syringe. The samples were then functionally tested and examined. The samples were able to draw liquid normally and no signs of clogging were identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident. During the cannula assembly process, the needles are inspected through use of a camera system. The camera senses a light source which is positioned at the opposite end of the needle. If the camera does not detect the light source, the needle is automatically rejected due to risk of occlusion. The camera detection system is regularly challenged. In addition to the camera system, the needles are inspected as part of the in-process inspection system after assembly every thirty minutes. In certain circumstances, the drug used may become deposited within the cannula, causing an occlusion. Occlusion is most likely to occur if the drug remains within the needle for an extended period of time.